Event description:
It was reported that during a left middle cerebral artery (mca) stenosis case, subject guidewire could not be delivered in proximal of microcatheter. After removing it out, subject guidewire was found fractured. The fractured part was removed successfully, and the procedure was completed successfully with another device. No further information is available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because the device was not returned and review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during a left middle cerebral artery (mca) stenosis case, subject guidewire could not be delivered in proximal of microcatheter. After removing it out, subject guidewire was found fractured. The fractured part was removed successfully, and the procedure was completed successfully with another device. No further information is available.